Event description:
--

Event description:
Boston scientific received information that during the implant procedure of a new cardiac resynchronization therapy defibrillator (crt-d), the pacing impedance on this chronic right ventricular (rv) lead after connection to the device was greater than 2000 ohms. With the previous device, the lead impedance was within acceptable range at 1500 ohms. Noise was noted on the electrocardiogram, however pacing and thresholds measurements were both stable and acceptable. Multiple attempts to re-connect the lead were made, however the results were the same. The physician noted that visually the connection was secure, with no setscrew issues. The physician elected to leave the device and lead implanted and close the pocket with a rv pacing impedance of greater than 2000 ohms as the thresholds and sensing measurements were acceptable and the noise was no longer visible. The physician will re-asses the lead at the next follow up. No adverse patient effects were reported.

Manufacturer narrative:
Subsequently, boston scientific received information that a physician contacted technical services to report that this device's tachycardia mode had been programmed off and asked questions concerning this programmable feature. Subsequently, information was received that this patient died one day later and that the device/lead system were no longer in-service. There were no reports that this device and lead system caused or contributed to the patient's death. The investigation of this adverse event is on-going as a request for additional information has been made to the local representative. Subsequently, boston scientific received information from the local representative that the cause of death was attributed to a cerebral hemmorhage and there were no allegations or complaints against the device's operation or functionality. The last in-clinic following in late (B)(6) 2011 was normal.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.